Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-03874. It was reported that a vessel perforation occurred. The 90% stenosed, 10 to 15mm in length and 3.0mm in diameter target lesion was located in the severely calcified and moderately tortuous proximal end of lateral circumflex artery. A 1.25mm rotalink¿ plus and a rotablator rotational atherectomy system was used to treat the target lesion. During procedure, the physician set the rotation speed of the burr at 220,000 to 230,000rpm. The speed decreased to 10,000rpm during use due to difficulty crossing the lesion. It was noted during ablation that the proximal end of the stent and the burr came into contact with the vessel wall causing it to bleed. Bleeding was stopped by inflation using a non bsc balloon catheter.